Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure on bad place / not in correct position / it was in the uterine cavity") and embedded device ("left essure deep introduced") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right fallopian tube, essure was curled up on itself". The patient's medical history included gravida ii, breast prosthesis user and penicillin allergy. Concomitant products included fluoxetine hydrochloride (prozac) and prazepam (lysanxia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("placement of essure was painful"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("intra-mural myoma"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("hyperplasia, endometrium was 17 mm"), fungal infection ("mycosis"), menorrhagia ("menorrhaghia") and menstruation irregular ("irregular cycle") and was found to have fibroma ("fibroma"). The patient was treated with estradiol (estreva), estradiol (oromone), progesterone (utrogestan), ulipristal acetate (esmya) and surgery (essure removal, hysteroscopy on (B)(6) 2015 and laparoscopic bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, endometrial hyperplasia, procedural pain, fungal infection, uterine leiomyoma, fibroma, menorrhagia, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, endometrial hyperplasia, fibroma, fungal infection, menorrhagia, menstruation irregular, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: essure removal intervention report on (B)(6) 2016: right essure intra-cavity. Left essure deep introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: right essure on bad place, impossibility to remove. Mammogram - on (B)(6) 2016: normal. Ultrasound breast - on (B)(6) 2016: normal. Ultrasound scan - on an unknown date: hyperplasia, endometrium was 17 mm; on (B)(6) 2015: intra-mural myoma, the rest of the examination was unremarkable; on (B)(6) 2016: endometrium was normal / right essure was slightly too low in the uterine cavity / left essure was well placed; on (B)(6) 2016: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jan-2019. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure on bad place / not in correct position / it was in the uterine cavity") and embedded device ("left essure deep introduced") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right fallopian tube, essure was curled up on itself". The patient's medical history included gravida ii, breast prosthesis user and penicillin allergy. Concomitant products included fluoxetine hydrochloride (prozac) and prazepam (lysanxia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("placement of essure was painful"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("intra-mural myoma"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("hyperplasia, endometrium was 17 mm"), fungal infection ("mycosis"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular cycle") and was found to have fibroma ("fibroma"). The patient was treated with estradiol (estreva), estradiol (oromone), progesterone (utrogestan), ulipristal acetate (esmya) and surgery (essure removal, hysteroscopy on (B)(6) 2015 and laparoscopic bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, endometrial hyperplasia, procedural pain, fungal infection, uterine leiomyoma, fibroma, menorrhagia, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, endometrial hyperplasia, fibroma, fungal infection, menorrhagia, menstruation irregular, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: essure removal intervention report on (B)(6) 2016: right essure intra-cavity. Left essure deep introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: right essure on bad place, impossibility to remove. Mammogram - on (B)(6) 2016: normal. Ultrasound breast - on (B)(6) 2016: normal. Ultrasound scan - on an unknown date: hyperplasia, endometrium was 17 mm; on (B)(6) 2015: intra-mural myoma, the rest of the examination was unremarkable; on (B)(6) 2016: endometrium was normal / right essure was slightly too low in the uterine cavity / left essure was well placed; on (B)(6) 2016: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: the case will be deleted from bayer pv database. Nullification reason: it was identified by health authorities in france that this case (B)(4) is the duplicate of the case (B)(4) and therefore, this case should be deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure on bad place / not in correct position / it was in the uterine cavity") and embedded device ("left essure deep introduced") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "in the right fallopian tube, essure was curled up on itself". The patient's medical history included vaginal delivery, breast prosthesis user and penicillin allergy. Concomitant products included fluoxetine hydrochloride (prozac) and prazepam (lysanxia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("placement of essure was painful"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("intra-mural myoma"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("hyperplasia, endometrium was 17 mm"), fungal infection ("mycosis"), menorrhagia ("menorrhaghia") and menstruation irregular ("irregular cycle") and was found to have fibroma ("fibroma"). The patient was treated with estradiol (estreva), estradiol (oromone), progesterone (utrogestan), ulipristal acetate (esmya) and surgery (essure removal, hysteroscopy on (B)(6) 2015 and laparoscopic bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, endometrial hyperplasia, procedural pain, fungal infection, uterine leiomyoma, fibroma, menorrhagia, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device dislocation, embedded device, endometrial hyperplasia, fibroma, fungal infection, menorrhagia, menstruation irregular, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: essure removal intervention report on (B)(6) 2016: right essure intra-cavity. Left essure deep introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: right essure on bad place, impossibility to remove. Mammogram - on (B)(6) 2016: normal. Ultrasound breast - on (B)(6) 2016: normal. Ultrasound scan - on an unknown date: hyperplasia, endometrium was 17 mm; on (B)(6) 2015: intra-mural myoma, the rest of the examination was unremarkable; on (B)(6) 2016: endometrium was normal / right essure was slightly too low in the uterine cavity / left essure was well placed; on (B)(6) 2016: normal. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history, lab data, treatment and concomitant drugs and events hyperplasia, endometrium was 17 mm, placement of essure was painful, in the right fallopian tube essure was curled up on itself, mycosis, fibroma, intra-mural myoma, menorrhaghia, irregular cycle and pelvic pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("hysteroscopy on (B)(6) 2015 : right essure on bad place") and embedded device ("left essure deep introduced") in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: essure removal intervention report on (B)(6) 2016: right essure intra-cavity. Left essure deep introduced. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: right essure on bad place, impossibility to remove. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.